Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, there was an issue with the prograsp forceps. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed the issue with the prograsp forceps was related to a broken cable at the distal end. No pieces broke off/detached from the distal end. The jaws were not stuck shut or in a closed position at the time of the failure. There was no patient injury. The instrument is available for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.